Event description:
It was stated that the customer was hospitalized with low blood glucose levels. No blood glucose reading was reported. It was stated that the customer did not feel that the insulin pump was functioning correctly. The insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.